Event description:
During evaluation of a one link extension set for an unrelated condition, the device was unable to be primed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. A visual inspection was performed and noted a leak; a closer microscopic inspection showed that the male luer is blocked by solvent at the luer out-let. Functional testing was performed and it identified a leak at the male luer in-let port; this also showed that the set did not prime past the male luer. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.